Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had a sharp jagged edge inside of the top jaw. No fragment fell into the patient. The procedure is unknown with no reported injury.